Event description:
It was reported that a bag labeled for a gallery 12mm plate with hook actually contained a gallery 10mm plate with hook. There was no patient involvement.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned and no photos were provided, so an evaluation is unable to be performed. The failure of device in package not matching what was on the label remains unrefuted. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to a packaging or inspection error. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a bag labeled for a gallery 12mm plate with hook actually contained a gallery 10mm plate with hook. There was no patient involvement.